Event description:
It was reported that the output connector on the epg (external pulse generator) was broken off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the main clear cover was missing, the upper and lower cases were broken, one bail cover was broken, and the serial number label was damaged. (B)(4).